Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip, no moisture damage was noted on the electronics. The test blood glucose meter communicated properly to the insulin pump.

Event description:
It was reported that there was a crack and moisture on the inside of the insulin pump. Customer's blood glucose level is 96 mg/dl. Customer stated that the damage is on the top of the display screen on the left and right corners. Customer can see fluid above the display screen where the crack is. Customer stated that the pump will not link up with her meter. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).